Manufacturer narrative:
An independent svc company was sent to evaluate the device. The device was evaluated and no root cause was found for the described event. The svc provider performed test to ensure that the function was as intended.

Event description:
The facility reported the table collapsed the final 5 inches of operation while a pt was on the table. No injury to the pt occurred.